Event description:
When device came loose resident was still in the bed. No injury occurred. The co is correcting the problem. They are concerned that all others are aware. This device defect could have easily caused death. Nurses aid was positioning hanger assy when bolt holding assy came a part. Hanger assy detached from unit. There was no injury or damage. Hanger assy had come loose and detached from lift. There was no injury or damage to equipment, reattached hanger assy and locked assy. Lift is working fine.